Manufacturer narrative:
(B)(4).the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue.it was reported that the sheath was upsized to10f. It should be noted that the proglide instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device would not have contributed to the reported loss of arterial access. Additionally, hemostasis was achieved with the pre-placed sutures of one proglide in both access sites. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.the additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of two access sites in the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional ablation procedure. Reportedly, after deployment of the proglides, the physician pulled back the device and lost access so the guide wire could not be re-inserted. The physician then cut the knot and removed the proglide sutures. Access was obtained again in both puncture sites and the sutures of one additional proglide device were successfully pre-placed in both. The sheath was upsized to a 10f sheath in one access site hole. The sheath was not upsized in the other access site hole. The ablation procedure was completed. Hemostasis was achieved with the pre-placed sutures of one proglide in both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.